Manufacturer narrative:
Covidien reference number: (B)(4). A third party biomed inspected the device and verified the malfunction. The biomed cleaned the touch screen printed circuit board (pcb) and reported the ventilator passed all testing.

Event description:
It was reported that the ventilator had a touch screen blocked alarm during ventilator set up. There was no patient connected to the device at the time of the event.